Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during use intra-aortic balloon ruptured. No harm was reported.